Event description:
Pt's neighbor called lfs on behalf of the pt alleging pt's ot basic meter would not power on. Pt was experiencing the symptoms of sweating. They took the meter to the hosp to "have it checked". While at the hosp their blood sugar was tested with the hosp meter. The result was 400mg/dl. Caller does not know what type of treatment they received at the hosp. The case is being reported as a malfunction due to insufficient info. It is not clear if they tired to test before developing the symptoms and how long the meter problem was going on. Medical affairs was unable to reach the pt via phone to obtain further info. A letter is being sent to the pt to try to obtain more info.